Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, a new lead was implanted. The old lead remains implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system diagnostic recorded high impedances on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6994689.

Manufacturer narrative:
Corrected: h6 - investigation findings and type of investigation.